Event description:
It is reported that a customer received a bad battery alarm and a low reservoir alarm on their insulin pump. The patient's blood glucose level was 125 mg/dl at the time of the call. The customer stated that they were unable to rewind the pump during priming. The customer was informed that (B)(4) aaa alkaline batteries are most effective. The customer was also informed that batteries should be stored at room temperature and be used within expiration date. The customer stated that they will cal back at a later time to finish trouble shooting the issue. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.